Event description:
It was reported to boston scientific corporation that a pinnacle implant was implanted into the patient on (B)(6) 2017. The patient experienced complications and nonsurgical treatment. Patient symptoms include: back pain; vaginal pain; pelvic pain; pain inter; off vag dis; rec incont; surgical interventions: on an unspecified date the patient underwent further surgery regarding the pinnacle implant for the following purpose: abrasion of.

Manufacturer narrative:
(B)(6) 2021. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.